Event description:
It was reported that a unspecified failure occurred with three prostyle devices relative to an unspecified procedure. Manual arterial compression was applied to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The location of the device was not reported. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle devices are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue.   Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch reports, additional information was received. It was reported that this was a venotomy closure of both the right and left common femoral veins using prostyle devices relative to an atrial fib ablation interventional procedure using an 11f sheath. Reportedly, there was a failure of the needles to pass through the vein wall with three prostyle devices. Additional prostyle devices were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was returned for analysis. The reported failure to deploy was confirmed as failure to cycle needle to cuff miss. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4: correction of lot number and expiration date. D9: device available for eval changed from "no" to "yes". H4: correction of device manufacture date. H6: removed medical device problem code 3190. H6: removed type of investigation code 4114 . H6 removed investigation findings code 3221. H6 removed investigation conclusions code 4315. H6: removed component code 4755.